Event description:
Hcp reports patient presented in the emergency room with paralysis of both legs. Patient underwent total device explantation secondary to lower limb paralysis and evidence of hematoma with cordal edema by MRI. Following surgery, patient was able to move toes and does feel pain. Patient left the hospital against medical advice. The hcp notes a history of psychological issues. The device was explanted but not returned to the manufacturer for analysis. Hcp reports additional information via operative report. Preoperative diagnosis: spinal cord stimulator in place with onset of weakness and numbness in the legs, now for removal. Preoperative note: this patient with fairly acute onset of lower extremity weakness and numbness 6 days out from insertion of spinal cord stimulator paddle through laminectomy and one day out from insertion of battery with connection of cables. Patient had gotten out of bed and walked to the restroom and went back to bed and had numbness and weakness onset and was brought to the hospital. Description of operation: hcp describes typical draping, positioning, and incision of patient. A linear incision was made in the thoracic region opening the old incision and dissecting down the fascia. Hcp states there was no subfascial hematoma noted. The patient tolerated the procedure well and there were no complications.